Event description:
It was reported that the on (B)(6) 2010, the patient presented with back and leg pain related to a mobile spondylolisthesis at l5-s1, hip and back pain and bilateral l5 radiculopathy. Patient was diagnosed with instrument spondylolisthesis, l5-s1. The patient underwent the following procedures tlif and posterolateral fusion l5-s1 using cage, pedicle screw instrumentation, and rhbmp-2/acs. There were no noted complications. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: posterolateral spinal fusion l5-s1; transforaminal lumbar interbody fusion l5-s1; pedicle screw instrumentation at l5-s1; cage instrumentation l5-s1; local bone graft. Preoperative diagnosis: instrument spondylolisthesis l5-s1. As per op-notes: ¿the iocai bone obtained from the iaminectomy was morcellized in a bone mill and packed into the disc space. A cage was opened and placed on the inserter and one-eighth of a large rhbmp-2/acs kit was packed into the cage. The cage was then impacted so it was weii centered in both the ap. And lateral planes. This completed the tlif and cage instrumentation. Forty miiiimeter length rods were placed in the polyaxiai heads of the pedicle screws and secured using cap screws. The wilson frame was towered and compression applied across the construct to restore segmental lordosis. The heads of the cap screws were then sheared off. This completed the pedicle screw instrumentation. We then performed a posterojaterai arthrodesis as follows. We decorticated the transverse processes at l5 and the sacral ala. The remaining rhbmp-2 was cut into strips and packed over the decorticated posterior elements. Local bone was packed dorsal to this in order to complete a posteroiateral arthrodesis at l5-s1.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.